Event description:
The customer called to report a blank display. Troubleshooting was performed. The customer also stated that the battery compartment was cracked. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.